Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified a separation in the tip to peek housing union. Initially, it was reported that there was a deflection issue. During the operation, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 05-jul-2024, there was a separation in the union between the tip and the peek housing. This was assessed as MDR reportable with an awareness date of 05-jul-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed a separation in the tip to peek housing union, adhesive was observed in the two sides of the union. The potential cause of this damage could be related to the usage and handling of the device, but this cannot be conclusively determined. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The deflection issue reported by the customer could be related to the tip to peek housing separation. A manufacturing record evaluation was performed for the finished device number lot and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).